Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on display were going up, but the bolus was not found in the bolus history. It was stated that when the reservoir is almost empty and a bolus is running, the corrections were not working as they should when the blood glucose was very high over 400mg/dl. Advised the caller that if there are bubbles in the tubing and the father gives a bolus in the air, there is no visible insulin movement in the tubing. The father stated that the inner tubing might be bent and therefore is looking milky. No further information was provided.